Event description:
The following event occurred during treatment of a right side anterior communicating artery: matrix ultrasoft-sr coil pushed catheter into the parent artery; ruptured aneurysm. Coiled with gdc.